Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery of the rotational osteotomy of bone head. The details were unknown, but there was a problem in the affected area after the surgery. Therefor the patient underwent the re-surgery with the screw fixation for the ilium. After this surgery on an unknown date, the patient complained of pain. It was confirmed that the screw head was broken by a regular examination. It is suggested that the broken pieces of the screw head are the cause of the pain, but the patient is being followed up based on the patient's intention and activities of daily living. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.